Event description:
The customer contacted physio-control to report that their device locked up and would not power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to verify or duplicate the reported device lock up. Physio-control did observe the device power on and off by itself intermittently. Physio-control then replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.